Manufacturer narrative:
The technician found the latch was bent. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2007 and 2009-2014. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the latch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the left side rail was not latching. The bed was located at the hill-rom distribution center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).